Manufacturer narrative:
Section a3b, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of visual dissatisfaction after implantation of the preloaded toric intraocular lens (iol). The physician indicated that it was waxy-vision. The lens was explanted and replaced with a monofocal iol. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the iol was explanted from the patient's left eye. The patient is under observation and did not report any dissatisfaction with the daily life activities. No further information was provided.